Event description:
The customer reported, the system will not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller board. The system operates as intended.